Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having copd, problem breathing, problems in lungs. The patient also alleged using 3 inhalers and a nebulizer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 03 , 2025 and section h10 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having copd, problem breathing, problems in lungs. The patient also alleged using 3 inhalers and a nebulizer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.